Event description:
The reporter stated the surgeon loaded a 13.2mm micl 13.2 implantable collamer lens into an sfc-45 fp cartridge and noted what appeared to be a black thread in the cartridge. The surgeon decided not to use the lens and cartridge. There was no pt contact. Another lens was implanted.

Manufacturer narrative:
Eval: a visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.